Event description:
It was confirmed that the cause of the pt passing away was an "abdominal embolis." Customer sttes "endobutton is not involved in the passed away causes." The pt's lawyer happened to note the expiration date of the endobutton and therefore, a complaint was initiated, smith & nephew rep. Also clarified that the pt underwent a "spinous process ligament restoration" surgery performed in 2002, began to experience problems later the next afternoon, and passed away. Lawyer believes that the hosp did not inform smith & nephew because the incident was not strictly related to the endobutton tape used during the surgery.